Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 233 mg/dl after announcing and eating lunch, receiving an IV infusion that included dextrose during a medical visit, and consuming crackers. The infusion and food intake were identified as plausible contributors, and no set issues were detected, with a planned infusion set change later that day. Symptoms included hyperglycemia and feeling slightly lethargic. Outcomes included user counseling on potential causes and self-monitoring without need for medical intervention or hospitalization. Investigation included user interview, review of usage and event history, and troubleshooting education. Investigation of this case revealed no device malfunction or component failure and no alarms, with hyperglycemia reasonably associated with exogenous dextrose and recent carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive to device, consistent with user and clinical factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.